Event description:
Initially, it was reported that the patient was experiencing ten seizures per week with the output current at 0.75ma and that the device was then programmed off and the patient did not experience a seizure for three weeks after having the device off. Further follow-up revealed that the ten seizures per week was an increase above the patient's pre-vns baseline frequency which was two to four seizures in one month. It was reported that the patient's device was programmed on initially on (B)(6) 2013. The output current was increased to 0.5ma on (B)(6) 2013 and then up to 0.75ma on (B)(6) 2013. The patient was then seen on (B)(6) 2013 at which time it was noted that the patient had experienced 10 seizures in one month. It was also reported by the patient's wife that the patient seemed to take longer to recover to his normal breathing in the postictal period of night seizures. It was reported that the device was programmed off at this visit. The patient was later seen on (B)(6) 2013 at which time it was noted that the patient had not experienced any seizures. It was reported that the patient's seizures have now returned to pre-vns baseline and that the vns was not programmed back on. The patient's medications were adjusted. The physician believes that the increase in seizures is related to vns therapy.